Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump did not gave low battery warnings and shuts down. Customer's blood glucose level was unknown. Customer reported that insulin pump rejected new batteries and received no power alarm. Customer was advised to revert to backup plan. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. No unexpected audio or vibrate alarm anomalies noted. No unexpected battery out limited alarm anomalies noted. (B)(4).